Event description:
A 6f angio-seal vip was selected for use in the left common femoral artery (cfa) on (B)(6) 2014 following a pre-deployment angiogram was performed. The device was deployed successfully and the patient was discharged. On (B)(6) 2014, the patient presented to the hospital with ischemic symptoms and an ultrasound revealed an echodensity moving in the artery. Additional testing also showed reduced blood flow in left leg. A cut down was performed and the device was removed. The collagen was noted to be outside the vessel during the procedure, however it could not be confirmed if the anchor was pressed firmly against the vessel wall. The patient is doing well following the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.